Event description:
It was reported that this patient presented to the clinic for a routine check of their implantable cardioverter defibrillator (ICD) system. It was noted that the patient had not been seen in the clinic for greater than two years and was not monitored remotely. During the device interrogation, it was discovered that a code 1005 had occurred 48 days prior. A code 1005 is an open circuit condition on the right ventricular (rv) lead detected during shock delivery. The boston scientific field representative indicated that the patient received six shocks and the open circuit occurred on the reversed polarity shock. The representative stated that the patients arrhythmia would convert for a few beats and then it would go back into the tachycardia. Boston scientific technical services (ts) explained the code 1005 and that the associated high out of range shock impedance measurement typically occurs when the polarity is reversed. Ts recommended to the representative and the physician that this rv lead be replaced. The patient was hospitalized overnight, and the rv lead was surgically abandoned and replaced the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.